Event description:
It was reported the dermatome device switch was not cutting properly. It was reported the device was not in contact with a patient. No patient injury is alleged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.